Event description:
It was reported by the customer "wire was hairy" additional information received 10/28/2022: was there any patient harm reported? No what they¿re being treated for: MDR klebsiella uti.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regu1600 showed no other similar product complaint(s) from this lot number.